Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/12/2017 with the following findings: a review of the pump black box data showed evidence of a short battery life with voltage drops resulting in battery alarms on (B)(6) /2017. During testing, the returned battery cap was able to fully tighten to the pump and the pump was able to power up with the battery cap. The pump successfully completed a rewind, load and prime sequence. The pump¿s "idle" and "load" current draws were not within specifications. The pump case was removed and there was no evidence of moisture inside pump. The display was found to be drawing high current. The display was unplugged and the current draw values returned to within specifications. A "test" display was installed and the current draw values were within specifications. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. There was also a crack also present where the keypad meets battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.